Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd smartsite¿ extension sets were clogged. The following information was provided by the initial reporter: cannot flush through extension set.

Event description:
It was reported that 2 bd smartsite¿ extension sets were clogged. The following information was provided by the initial reporter: cannot flush through extension set.

Manufacturer narrative:
Investigation summary: the customer reported the tubing is not flowing and returned two samples of 20028e. The 0.2 micron filter not working per customer. Filter was primed with water, and was occluded. In trying to the break the occlusion, the filter ruptured and cracked down the middle, through the vents. The second filter did not rupture, but was in fact occluded, the complaint is verified. The sample was sent to supplier to investigate the occlusion. They found no issue with the filter, and reported back that they found evidence of excess glue from the tubing at the outlet of the filter, which filled the filter outlet and caused the occlusion. Manufacturing issued a quality alert for the issue, and found the root cause to be double gumming (repeating the solvent application operation) in operation 3. Device history record review for model 20028e lot number 21119585 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.